Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lipids "leaked back into" the unspecified quantity of exactamix em1200 valve sets. These occurred during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.